Event description:
End user reports red open raw skin beneath the mass with intermittent bleeding from 5 to 8 o'clock peristomal skin. The end user further reported that his skin has been like this since (B)(6) 2014. End user saw physician who prescribed miconazole cream and nystop powder. The end user went further informed that there was no intervention needed and the intermittent bleeding resolved on its own.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2015. (B)(6).